Event description:
A discordant elevated troponin I result was obtained on a patient sample. The result was reported to the physician. Results of other cardiac marker tests were normal. The patient was admitted and a cardiac catheterization was performed. There was no report of adverse health consequences as a result of the elevated troponin I result or catheterization.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was heterophilic interference. The IFU for dimension vista ctni flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required